Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the peritonitis. Treatment was not reported. Pd therapy was ongoing. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2013 the home patient (hp) was treated for the peritonitis with vancomycin and zosyn ip, levaquin and flaygyl po (dose and frequency not reported). The hp was discharged from the hospital seven days later. The hp was readmitted to the hospital two times for recurrent peritonitis. Cultures were performed both times with no growth and the hp was treated with vancomycin. The hp's pd therapy was stopped and the hp was switched to hemodialysis 79 days later. On the same day the hp's catheter was pulled. The hp was reported to be recovering from the peritonitis.